Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp pump shut off after 20 minute battery warning is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the registered nurse (rn) who called the hotline to report battery issues on the intra-aortic balloon pump (iabp). The rn stated that the patient has been transported several times today and they kept getting the 20 min battery life left message, then on the last transport the pump died immediately after the 20 min message. The rn reported the pump has been plugged in at all times as indicated by the green ac power indicator. As a result, the pump was plugged back in and pumping resumed after a 1 minute delay. The patient continued to be supported on the pump. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the registered nurse (rn) who called the hotline to report battery issues on the intra-aortic balloon pump (iabp). The rn stated that the patient has been transported several times today and they kept getting the 20 min battery life left message, then on the last transport the pump died immediately after the 20 min message. The rn reported the pump has been plugged in at all times as indicated by the green ac power indicator. As a result, the pump was plugged back in and pumping resumed after a 1 minute delay. The patient continued to be supported on the pump. There was no report of patient complications, serious injury or death.